Manufacturer narrative:
(B)(4). Date of event unknown. Operator of device unknown. Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection and functional test identified the reported condition as a large leak, streaming heavy water from the weld bead of the tube side weld. The size and magnitude of the leak would have been detected if it occurred during filling. A gouge was noted at the leak location. The location of the gouge is not a common location for manufacturing induced damage. The cause of the gouge, and resulting leak, is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the seam. The leak was discovered prior to infusion. This report documents no patient involvement or adverse events. No additional information is available.